Event description:
It was reported to boston scientific corporation that a spy discover catheter was used during a laparoscopic cholecystectomy with common bile duct exploration procedure performed in the biliary system on (B)(6) 2022. During the procedure, while spyglass discover was in the common bile duct, the visualization stopped working after 30 minutes of plugging in the scope. The scope was replugged and the image still would not work. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter first name: (B)(6). Pro code: ntn. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.